Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. A 21 +0 restoration modular cone body and 36 +5 biolox v40 head were revised to a 25 +0 body and new femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.